Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tim20 instrument was opened and applied, but found to be very stiff to fire. Another instrument was used to complete the case. There was no consequence to the pt.